Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site telephone(B)(6) ). It was reported that the cardiosave intra-aortic balloon pump (iabp) had gas leak alarms. It is unknown if there was a patient involved. A getinge field service engineer (fse) evaluated and stated that he could not duplicate the reported issue. Unit passed all functional and safety tests per factory specifications, returned unit to customer for clinical use.